Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open sigmoid resection procedure. This was an emergency procedure being performed to repair a tear in the sigmoid colon that occurred while the patient was undergoing a colonoscopy. It was reported that the stapler sizer also tore the tissue and had to be repaired using suture. Then the stapler was inserted trans-anally into the distal bowel and fired to anastomose the proximal and distal bowel. Upon inspection, the anastomosis was reported to have not been fully developed. The surgeon then used a smaller stapler to successfully perform the anastomosis. Finally, a diverting ileostomy was performed. Unknown at this time if the ileostomy was temporary or permanent. The surgical time was extended by more than thirty minutes due to the product problem. The patient status is alive, with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.